Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient had a protracted post operative course with debility, vasoplegia, ileus, and sepsis. They also had continued dependence on continuous renal replacement therapy for renal failure, bilevel positive airway pressure (bipap) for acute respiratory failure with carbon dioxide retention and alteration in mental status. The patient was followed by infectious diseases service for methicillin-resistant staphylococcus aureus (mrsa) bacteremia and positive fungitell. The patient completed rifampin and daptomycin therapy followed also by palliative care and psychology services for support. The patient was intubated for acute respiratory failure. Bronchoscopy was ruled out mucous plugging. The patient required escalation of pressors, epinephrine, norepinephrine, vasopressin IV fluid boluses, stress dose steroids with no response. The death was not device related and no autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist device (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction, infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.